Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain in pelvic region') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ severe bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), paraesthesia ("tingling in my feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, blood loss anaemia, paraesthesia, dysmenorrhoea, abdominal pain, back pain, intermenstrual bleeding and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, paraesthesia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal, currently essure not removed was reported. Plaintiff reported 3 ectopic pregnancies (unspecified). Plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia. Concerning the injuries reported in this case, the following one reported via social media : tingling in my feet. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain in pelvic region') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ severe bleeding"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), paraesthesia ("tingling in my feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, blood loss anaemia, paraesthesia, dysmenorrhoea, abdominal pain, back pain, intermenstrual bleeding and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, paraesthesia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal, currently essure not removed was reported. Plaintiff reported 3 ectopic pregnancies (unspecified). Plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia. Concerning the injuries reported in this case, the following one reported via social media : tingling in my feet. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in my feet"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal and paraesthesia outcome was unknown. The reporter considered medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one reported via social media : tingling in my feet . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Amendment: the report was amended for the following reason: the follow-up receipt date was corrected from 14-apr-2019 to 14-may2019. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain in pelvic region'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), genital haemorrhage ('general abnormal bleeding/ severe bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), paraesthesia ("tingling in my feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, blood loss anaemia, paraesthesia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, paraesthesia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal, currently essure not removed was reported. Plaintiff reported 3 ectopic pregnancies (unspecified). Plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia. Concerning the injuries reported in this case, the following one reported via social media : tingling in my feet. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events pelvic pain / severe pain in pelvic region, pregnancy: ectopic, general abnormal bleeding/ severe bleeding, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, device ineffective and fatigue were added. Medical device removal event was deleted. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in my feet"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal and paraesthesia outcome was unknown. The reporter considered medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one reported via social media : tingling in my feet. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-apr-2019: social media received : event injury was replaced with event tingling in my feet and event medical device removal was added. Case becomes valid. New reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.